Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08aug2019. The graphical user interface (gui) assembly was replaced. The ventilator passed all test and was returned back to service.

Event description:
It was reported that the ventilator display was flickering. There was no patient involvement.